Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th april 2026, it was reported by an arthrex employee via email that for an ar-1588rt-ib, tightrope® ii rt, reconstruction with internalbrace¿ ligament augmentation repair, the tightrope broke during adjustments made. This was detected during use in an acl reconstruction surgery on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number. No significant surgery delay reported. All of the product/fragment was removed and nothing remains in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown.